Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead had displayed diminished sensing and undersensing. An x-ray revealed a loss of slack on both the ra lead and the right ventricular (rv) lead. An intervention was completed to reposition both leads. The leads remain in use. No patient complications have been reported as a result of this event.